Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex (cx) artery. A 3.00 x 20mm (B)(6)¿ drug-eluting stent was advanced but failed to cross the lesion and it was then noted that the stent strut was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the first 3 proximal rows of the stent, stent struts were slightly pushed distally from the proximal markerband and squashed, some of the stent struts were lifted from their crimp positions. The undamaged distal section of the crimped stent outer diameter (od) was measured which s within maximum crimped stent profile. The damage to the stent most likely occurred during the removal of the device, resulting in the stent being pushed distally. The tip was visually and microscopically examined and no damage was noted. The balloon body was reviewed and no issues were noted. Crimp stent markings were visible on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft polymer extrusion profile found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex (cx) artery. A 3.00 x 20 mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion and it was then noted that the stent strut was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.